Event description:
Boston scientific received information that this chronic right atrial lead had impedance measurements that were greater than 2500 ohms. Subsequently the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.